Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system's stimulation therapy had turned off. The patient stated when he attempted to use the stimulation his patient controller (pc) displayed a "replace generator, generator has reached end of its service" message. The patient had only been implanted for four months. Follow up identified the patient's scs ipg was replaced with a new one.